Event description:
It was reported that the error message "the outer balloon pressure is too high" occurred during the first cryo application, and the cryo balloon deflated on its own. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a polarxfit balloon catheter was used. After gaining access through transseptal puncture, the error message "the outer balloon pressure is too high" occurred during the first cryo application. The cryo balloon then deflated on its own while positioned in a vein at a temperature of -54 degrees. The cryo cable was disconnected and reconnected at both ends, but the error persisted during the next application. The cryo cable was replaced; however, the same error occurred immediately after reconnection, even before initiating cryo application. A second cable replacement was attempted, but the error continued. Another polarxfit balloon catheter was used, and the procedure was completed. There were no patient complications reported as a result of this event. The device was disposed and will not be returned for analysis. Additional information received on 14jan2026: there were no visible problems noted with the balloon.

Manufacturer narrative:
Correction to the initial MDR in block b3. Block b5 has been updated with additional information received on (B)(6) 2026. The polarxfit balloon catheter was not returned for analysis; however, a photo was provided, confirming the reported events of outer balloon pressure is too high and balloon early/unintended deflation. The investigation findings did not lead to a clear conclusion about the cause of the reported events; without analysis of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a probable root cause of the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the error message "the outer balloon pressure is too high" occurred during the first cryo application, and the cryo balloon deflated on its own. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a polarxfit balloon catheter was used. After gaining access through transseptal puncture, the error message "the outer balloon pressure is too high" occurred during the first cryo application. The cryo balloon then deflated on its own while positioned in a vein at a temperature of -54 degrees. The cryo cable was disconnected and reconnected at both ends, but the error persisted during the next application. The cryo cable was replaced; however, the same error occurred immediately after reconnection, even before initiating cryo application. A second cable replacement was attempted, but the error continued. Another polarxfit balloon catheter was used, and the procedure was completed. There were no patient complications reported as a result of this event. The device was disposed and will not be returned for analysis.